Manufacturer narrative:
Additional narrative: the device has not yet been received by baxter for evaluation. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)

Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during the filling process. The drug being filled was fentanyl citrate and droperidol. There was no report of patient injury or medical intervention. No additional information is available.